Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010: the patient presented with chronic pain syndrome, compression arthralgia of the hand and osteoarthritis of the knee. Ros revealed: musculoskeletal: weakness, numbness, knee pain (B)(6) 2010: the patient underwent echocardiogram (B)(6) 2010: the patient underwent xr lumbar spine ap and lateral. Impression: intact posterior fusion hardware at l4-5 with improvement of the anterolisthesis at this level. The patient admitted with diagnoses of ddd l4-5, low back pain spondylolisthesis. The patient had fever, chest pain, pain, weakness, numbness and bowel bladder changes. The patient underwent psf l4-5 with tlif and lumbar interbody fusion. The patient admitted with preoperative diagnoses of degenerative spondylolisthesis l4-l5. The patient underwent: tlif l4-l5. Posterior screw instrumentation l4-l5. Cage placement l4-l5. Interbody fusion l4-l5. Posterolateral fusion l4-l5. O-arm intraoperative computerized tomography scanning. Stealth navigation. Bone marrow aspiration. Autologous and allograft bone grafting. Per-op notes: the patient was consented and brought to the operating room. Surgeon took a 15 blade and made an incision into the disk with a clear window and then with pituitary rongeurs, kerrisons and paddle distractors as well as rasps we did a complete diskectomy sequentially with these instruments, after the diskectomy was completed, we palpated the endplates of l4 and l5 superior and found that they were clean of all disk material. We then sized up the tlif spacer to the number 10 spacer and went down to placing a number nine cage, prior to placement of the cage, we impacted the interbody space with half a piece of small rhbmp-2/acs and the patient's own bone, which was removed from the facets and the laminectomy on the right side, and we then impacted a number nine peak cage. Using fluoroscopy we made sure that the cage took a perfect turn and was seated well. During the cage placement we were able to reduce the spondylolisthesis somewhat. Surgeon "dis a" posterolateral bone graft consisting of the patient's own bone autograft as well as allograft, which was ?exactech" dbm mixed with bone marrow aspirate. We then placed two 40 mm length x 6mm thickness rods and turned the rods down with the screw connectors and the caps. We completed bone graft in the interspinous processes and then broke off the polyaxial screws. (B)(6) 2012: the patient presented with complaint of abnormality of gait, low back pain, thoracic or lumbosacral neuritis or radiculitis, neck pain, stenosis, corneal abrasion, pain, osteoarthritis, hand joint pain, hypertension, bilateral cataracts, hematoma, shingles chf. (B)(6) 2010: the patient presented with pain, stenosis, osteoarthritis, pea planus and plantar fasciitis. The patient underwent physical examination. Impression: patient with significant pain in her right leg, most likely due to compression of the nerve by the tlif cage the patient has been consented, and will be taken to the operating room, where she will have her tlif cage removed, revision of the fusion, and hone grafting. The patient is agreeable to this plan. Her consent form was signed. All of her questions were answered. The patient will call on the afternoon to find out what time she needs to be into the or. Ros revealed: psych: depression, anxiety. (B)(6) 2010: the patient presented with lumbar ddd. The patient underwent procedure removal of l4-5 interbody cage re-laminectomy of l4, removal of l4 pedicle screw on the right. Re-insertion of l4 pedicle screw on the right. The patient diagnosed with failed hardware, lumbar stenosis, lumbar disc degeneration, lumbar disc placement. The patient underwent l4-5 hardware removal and revision of fusion. The patient underwent x-ray. Impression: tlif to have moved into r foramen. The patient underwent xr lumbar spine ap and lateral. Impression: interval removal of l4-l5 disc replacement. Anterolisthesis of l4 on l5 may have increased minimally; however this appearance may relate to technical factors including patient positioning. Osteopenia. The patient admitted with preoperative diagnoses of displacement of interbody peek cage. Displaced tlif cage. The patient underwent removal of l4-5 interbody cage. Re-laminectomy of l4. Removal of l4 pedicle screw on the right. Re -insertion of l4 pedicle screw on the right. Refusion of l4-5 area on the right with autologous bone packing in the interspace, as well as dmb mix. (B)(6) 2010: the patient admitted with preoperative diagnoses of infection of surgical would site l4-5. The patient underwent incision, debridement, and washout of infected wound site l4-5. (B)(6) 2010: the patient presented for follow up visit. (B)(6) 2010: the patient presented with pain, stenosis, osteoarthritis, pea planus and plantar fasciitis. Ros revealed: neurological: numbness, musculoskeletal: lumbar back pain. The patient underwent physical examination. Musculoskeletal: mild tenderness to palpation of lumbar spine, incision well healed without evidence of drainage, erythema or signs of infection the patient underwent xr lumbar spine ap and lateral. Impression: 1. No significant change of posterior spinal fusion hardware at l4-l5 no evidence of interbody fusion at this time. 2. Junctional degenerative disc space narrowing at the junctional l3-l4 level unchanged. 3. Severe left and mild right sacroiliac join degenerative change. (B)(6) 2010: the patient underwent xr lumbar spine ap and lateral. Impression: 1. Slightly increased disease at l3-l4 as indicated by endplates sclerosis. 2. Overall unchanged posterior l4-l5 final fusion hardware without evidence of failure. 3. Mild anterior subluxatior of l4-l5 overall unchanged.